Event description:
It was reported that while using bd vacutainer® buffered sodium citrate (9nc) blood collection tubes an unspecified number of tubes lose vacuum and are underfilled. Tubes were expired 31mar2024. No response received to date to clarify if tubes were used expired or if an incorrect date of event was provided. There was no health impact or consequences reported.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos in support of this complaint from catalog: 363080, lot number: 3257659. Product expired: 31mar2024; therefore, no draw volume testing could be completed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode underfill. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® buffered sodium citrate (9nc) blood collection tubes an unspecified number of tubes lose vacuum and are underfilled. Tubes were expired 31mar2024. No response received to date to clarify if tubes were used expired or if an incorrect date of event was provided. There was no health impact or consequences reported.